Event description:
Procedure type: skin closure. According to the reporter: during an abdominal closure, the needle broke and dropped into the pt's cavity. The broken needle was retrieved by opening abdomen. It is not available how long exactly operation time was extended but it was more than 30 minutes. There was no bleeding. Pt's status is ok. There is no other pt info available.